Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to hospital with driveline communication fault alarms that stated on 18nov2022. Log file review captured driveline comm fault alarms beginning between 1:53 pm and 2:53 pm on (B)(6) 2022. It was recommended to replace the modular cable and controller if the patient was stable. The log also noted a few odd low power advisories on the same date. It was advised to clean the batteries and battery clips with an alcohol wipe and not to have patient sleep on batteries. It was further reported that the modular cable was cleaned and exchanged with isp and a toothbrush to clean the entire connector to be able to disconnect the cable and exchange. No further communication faults post exchange. The modular cable and controller were returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via log file analysis. The heartmate 3 modular cable (lot #: 6903885) was returned for analysis; however, while being transferred to the abbott product performance engineering (ppe) electronics lab this device was misplaced and was unable to be found. This product was unable to be tested. The submitted and downloaded controller event log files contained overlapping events spanning approximately 2 days (18nov2022 ¿ 19nov2022, 29nov2022 per timestamp). Events occurring on 29nov2022 are from product testing at abbott. From 18nov2022 at 22:43:55 to 19nov2022 at 19:50:43 and from 19nov2022 at 21:47:00 until 19nov2022 at 22:00:06 there were driveline comm fault alarms. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported alarms was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot#: 6903885) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the system controller 2916596-2022-15527.